Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204, damaged connector) has been confirmed. Upon investigation the electrode belt was unable to communicate with a monitor. The cause for the failure was isolated to an open green (+3.3v) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse events resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient had a damaged connector and was receiving service code 204 messages (belt/monitor unusable).